Event description:
It was reported that the ilet display did not wake for approximately 30 minutes and the user could not activate the device using the sleep/wake button; after that period the device resumed normal function, and no alerts or alarms were observed, though the mobile app showed the device as disconnected during the episode. Symptoms included no clinical effects. Outcomes included no change in blood glucose management, no medical intervention, and no hospitalization. Investigation included customer interview, functional check of the sleep/wake button during the call, and user guidance on cleaning the device. Investigation of this case revealed that the device operated as expected after the transient event, with normal sleep/wake button function and no recurring malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the issue.